Event description:
A report was received that a patient was experiencing difficulty charging and communicating with their implant. A bsn representative confirmed the patient's complaint and replacement surgery was recommended. The patient's ipg was replaced and the patient is reportedly doing well.